Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a horizontal green line was observed through the display. During testing, the display was clear and legible when tested with a test display. Unrelated to the complaint, the battery compartment was cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.